Event description:
Customer states the device failed opcheck with charge button failure. No patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.